Event description:
It was reported that during use insulin is not able to be delivered with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter, translated from french to english: we are sending you the statement made by a diabetic patient who finds that bd 4 mm needles are unusable because they are clogged.

Manufacturer narrative:
D.10. Device available for eval?: yes and d.10. Returned to manufacturer on: 8/11/2020. H.6. Investigation: seven open 32gx 4mm pen needle samples were returned from lot. No. 9303418, cat. No.320562. Visual examination was carried out on all seven samples and a bent non patient end of cannula was observed on two samples and a broken non patient end of cannula was observed on five samples. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use insulin is not able to be delivered with a bd pen ndl 32 g 4 mm hp. The following information was provided by the initial reporter, translated from french to english: we are sending you the statement made by a diabetic patient who finds that bd 4 mm needles are unusable because they are clogged.